Manufacturer narrative:
Follow-up #1 date of submission (B)(4) 2013-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: investigation revealed that all keypad buttons responded as expected. There was no physical damage to the keypad. No keypad defect was found on investigation. The complaint could not be confirmed or duplicated. Unrelated to the complaint, investigation revealed that the audio bolus button cover was missing and there was contamination on the bolus button contact. The pump cover was removed, and there was moisture contamination found on internal pump components. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has been returned to animas but evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(4) 2013, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. The up/down arrow and ok keypad buttons were reportedly unresponsive. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.